Event description:
A malfunction was reported on the pump, described by a malfunction code, but no notable events occurred prior. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump without further issues.